Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the patient was hospitalized for status epilepticus after the device was programmed on. The physician stated that the day he turned on the patient's device he ended up at the hospital that same night in status epilepticus. The md was not sure that this had any correlation with the vns but he turned the device off when he was called into the hospital. The physician believes that it was a coincidence that the patient ended in status the day the vns was turned on. The patient has had other status episodes in the past so this is not a new event with vns. The is being cautious so for now only the magnet mode stimulation is turned on. No other relevant information has been obtained to date.